Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to bone encroachment around the back of the acetabular shell. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.